Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported to the rep by the circulating nurse that an al326 was used to clip the duct and artery. Upon firing a 3rd time, the top portion of the al326 broke off the instrument, falling into the pt. The case was completed with another al326. Still awaiting info from the surgeon. There was no consequence to the pt.